Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button. Customer's blood glucose level was unknown at the time of incident. Customer stated they did not press a button down for 3 minutes or longer. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no graph or down arrow button response due to flattened button dome switches. Unable to perform the self test and displacement test due to no button response.